Manufacturer narrative:
The system was examined and the reported ¿frozen/shut down¿ was confirmed. The power distribution printed circuit board (pcb) was subsequently replaced to resolve this issue. The company representative did not mention replicating anything that could have contributed to the reported pcr. However, the system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of the system shutting down and freezing can be attributed to the nonconforming. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the system shut down. The system did not display an error message and the equipment locked. The system would not turn on again. There was a delay of two and a half hours. The system was replaced and the procedure was completed. The patient's capsular bag ruptured. A vitrectomy was performed.